Event description:
It was reported that for an interventional procedure to the distal left anterior descending artery with heavy tortuosity, heavy calcification and 80% stenosis, the 2.75 x 23 mm xience prime was advanced but the shaft was found to be broken and there was no cross of the lesion. Another like xience prime and a non-compliant balloon were used to complete the procedure. There were no adverse patient effects and no clinically significant delay reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx xience prime stent delivery system (sds) noted blood in the guide wire lumen, on the shaft, on the balloon, and on the stent implant, which is consistent with guide wire insertion and advancement into the body. There was contrast on the shaft, which is consistent with handling. The undamaged stent implant was stationary between the markers of the tightly folded balloon, which is consistent with a failure to advance/cross the lesion. The tip length and stent implant outer diameters met manufacturing criteria. The shaft was separated 17.3 cm distal to the strain relief tubing, thus confirming the complaint. The hypotube fracture face was oval shaped and the hypotube jacket was stretched at the separation, suggesting tensile overload (material fatigue/stress). Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. There were chatter marks on the shaft and multiple kinks throughout the shaft. In this case, there was no report of any damages to the sds during inspection prior to use, which suggests that a product quality deficiency did not contribute to the complaint. The lesion was described as heavily calcified, heavily tortuous, and 80% stenosed, which likely contributed to the reported failure to advance/cross the lesion. The shaft damages/kinks likely occurred during the procedural attempts to cross the calcified lesion, which subsequently contributed to the shaft separation/detachment. There is no indication of a product quality deficiency. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. Additionally, factors that may contribute to shaft damage/separation include but are not limited to, handling during manufacturing, handling during preparation for use, and/or handling during the procedure. A review of the lot history record for the reported lot did not reveal any associated nonconforming material record that would have contributed to this complaint. A query of the complaint handling database for the reported lot found there were no other incidents for shaft separation/detachment for this lot. There is no indication of a lot specific product deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line. Additionally, a sampling of units is destructively tested to verify shaft lumen integrity before release.